Event description:
The pt received his scs system including an ipg on (B)(6) 2009. It was reported that about a year later, the pt's charging system would no longer communicate with the ipg. Attempts at communicating with another charger were unsuccessful. The ipg would communicate with the pt's programmer. It was verified that the ipg was not implanted too deeply and was also not at an angle under the skin. It was reported that the pt received a paddle lead about 3 weeks prior to the loss of communication and there was some residual swelling over the ipg implant site. The physician explanted and replaced the ipg on (B)(6) 2010. Follow up on the pt found that the new ipg is communicating as designed and there are no further issues reported. The explanted ipg was returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.